Manufacturer narrative:
Received four of 0035040 in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were obvious signs of a breach on two of the devices. Performed a functional inspection on the remaining two devices, they were dye leak tested, which indicated that one of the packages had an insufficient heat seal as there was a leak. The last package had a sufficient seal as there was no leak. A root cause cannot be determined; however, based upon the manufacturing process review, a possible cause of this event could be operator error. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 0035040, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.